Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged due to non-compliance. The representative attempted to jumpstart the battery but the issue was not resolved. The patient had been non-compliant since implant. They no-showed their post-op appointment and hadn't kept up with charging. They had been seen in the office multiple times since then and their battery was discharged. When a follow up call was made they either couldn't reach the patient or they reported that they were using their device. At their last appointment the hcp told them that if they couldn't keep up with it they would explant the ins. On (B)(6) 2019 the representative interrogated the battery and the ins was noted to be overdischarged. The patient stayed in the office for a jumpstart and the representative checked the patient after each cycle. Following the second cycle the representative noted the doctor symbol and tried to communicate with the battery to no avail- they understood this to mean that the battery was at the end of service and sent the patient home. To the representative's knowledge the patient only had two jumpstarts with this one being their second. The representative tried calling the patient to determine if it was at its end of service or just a por message. Regardless of the eos or por, the hcp planned on explanting the ins and discharging the patient from their practice due to non-compliance. No further complications reported.